Event description:
It was reported that the patient presented for follow-up. Upon device interrogation, the atrial lead exhibited high impedance. The lead was capped and replaced during routine device replacement procedure. The patient was stable prior, during and post procedure.